Event description:
It was reported that a patient injury occurred. It was reported via social media that "one failed on me, which led to a near death experience, 2 surgeries, a 12 day hospital stay, and over a year to recover."